Manufacturer narrative:
Clinical evaluation confirmed a endoleak type iiia between the main body and cuff, and secondary procedure-reline with ovation. Additionally there was evidence of a endoleak type iiib of the main body, and persistent endoleak type ii of lumbar arterie(s). The root cause of the loss of seal between the main body and proximal extension is likely related to the device mismatch of the main body and proximal extension sizes, and anatomically related issues including increased aortic angulation and type ii endoleaks. The root cause of compromised stent graft integrity of the main body was related to the strata graft material and superior movement of the proximal cuff within the main body. There were no off-label/cautionary product use conditions that contributed to this event. The review of manufacturing lot records confirmed all devices met specifications prior to release. The event devices were not returned, therefore no physical evaluation was completed.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure with a bifurcated stent, a suprarenal aortic extension, and 2 limb stent grafts. On (B)(6) 2017 a follow up showed the patient had a type 3a endoleak. The physician elected to implant ovation devices to seal the endoleak. The patient was reported to be in stable condition post procedure.